Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and questionable results from coaguchek xs meter serial number (B)(4). The customer received two error messages when he tried to test himself at home. He went to the coumadin clinic and was tested on his meter and their coaguchek xs meter. Both meters gave a result of 8.0 inr. The customer was then tested in the lab and the result was 5.1 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer had no signs of a high inr. He had been feeling sick with upset stomach, but not taking any new medications. He had been eating a little less. The customer had no concerns with hematocrit levels, no lupus, no antiphospholipid antibodies, no other blood thinners, and no direct thrombin inhibitors. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.